Event description:
Infant developed necrotizing fasciitis, autopsy was inconclusive as to causation. One physician speculates that the temp probe sheath may have been the cause for a mucosal abrasion.